Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-70 mg/dl; cause was unknown. Customer alleged the basal iq software did not function as intended, however it was reported that the customer did not have a continuous glucose monitor (cgm) in use and the basal iq feature was working as intended. Customer declined to further troubleshooting with tandem technical support, therefore no additional information could be obtained.